Event description:
The pump "battery reading end of service". Reservoir volumes were noted to be inaccurate at 3 refill interval appointments. The pump was explanted and replaced with a similar device.

Event description:
The hcp reported that a roller study and dye study through the catheter access port were performed revealing normal function. The pt had "no return of symptoms but was being managed inpatient for disease so is hard to determine if she was getting delivery or not. They are sure volume was pulled from reservoir". The reservoir volumes will be checked again.

Event description:
The hcp reported patient hospitalized with "possible withdrawal symptoms". The pump was refilled in 2005. The hcp reported that the pump as checked 12/2005, "after MRI". In 2006, the patient as hospitalized with "possible withdrawal symptoms". The pump contained hydromorphone 20 mg/ml, dose 7.5 mg/day; bupivicaine 7.5 mg and clonidine .36 mg/dl in 2006, the pump was checked for low battery alarm. The pump was refilled in 2006. 10 mls were aspiration; expected reservoir volume was 0 ml. Review of strips from pump interrogation reveal no abnormalities.